Event description:
It was reported by the customer that on (B)(6) 2009 the fiber broke at 126,048 joules. No pt injury was reported.

Manufacturer narrative:
Based on the information obtained from the customer, an ams quality systems specialist and mgr determined that this event was not a complaint. Therefore, a device analysis was not performed.